Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump alarmed hardware low level failure. The patient¿s blood glucose level was 10 mmol/l at the time of the incident. Hardware low level failure was occurred again after self-test. The device is expected to be returned for analysis.

Manufacturer narrative:
Hardware low level failures (variable 3) was present in the pump trace download, problem isolated to keypad assembly. Unit passed unit passed displacement test and selftest.